Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service centers investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a ventilator inoperative alarm occurred. This notification is a duplicate. This issue was reported to the FDA on 01/22/2024. MDR 2518422-2025-03680.